Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that x-ray revealed that the right ventricular lead had dislodged. It was noted that the lead exhibited increased capture thresholds, lower r-wave measurements, decreased impedance, and oversensing of atrial signals. The patient presented for a lead revision procedure and during the procedure, it was noted that the lead helix would not retract. The lead was explanted and replaced. The patient had no reported symptoms prior to, during, or after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.